Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump has undergone intermittent power loss beginning one month prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no evidence of a power issue. The battery compartment and cap were intact with no damage. The battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no alarms or power issues. The pump case was removed and no damage was found to the power circuit.